Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump display was blank when she inserted a battery. The customer also stated the batteries were not lasting. During troubleshooting, customer stated the device had not been bumped, dropped, or exposed to moisture and did not show signs of physical damage. The battery compartment and spring were stated to be neither damaged nor corroded and the battery cap contacts were not missing or damaged. After the customer was advised to remove the battery for at least 10 minutes, clean the battery cap contact, and insert a new battery, the display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and declined to return the product for analysis.